Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and autoimmune disorder ('autoimmune disorder nos') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced abdominal pain ("abdominal pain"), visual impairment ("vision problem"), gastrointestinal disorder ("gastrointestinal or digestive system condition/gi conditions"), abdominal pain upper ("stomach pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract infection ("bladder or urinary problems or changes: unspecified / urinary tract infection"), irritable bowel syndrome ("ibs"), vaginal infection ("vaginal infection"), device expulsion ("migration of essure device - location: endometrial canal/ migration of essure device - location of device : uterus") and eye disorder ("eye problem"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), cystitis ("bladder infection") and allergy to metals ("nickel allergy") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, autoimmune disorder, abdominal pain, dyspareunia, dysmenorrhoea, vaginal discharge, alopecia, visual impairment, gastrointestinal disorder, abdominal pain upper, vaginal haemorrhage, heavy menstrual bleeding, bladder disorder, urinary tract infection, irritable bowel syndrome, cystitis, vaginal infection, device expulsion, allergy to metals, eye disorder and weight decreased had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, autoimmune disorder, bladder disorder, cystitis, device expulsion, dysmenorrhoea, dyspareunia, eye disorder, gastrointestinal disorder, heavy menstrual bleeding, irritable bowel syndrome, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight decreased to be related to essure. The reporter commented: current weight: 140 lbs. Discrepancy noted as per initial case: insertion date of essure: 2012. Date(s) of removal: (B)(6) 2019(discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Ultrasound scan - on an unknown date: anteverted uterus containing a displaced essure contraceptive device within the endometrial canal. Multiple fibroids are noted within the uterus.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal pain, irritable bowel syndrome, urinary tract infection, device expulsion and dyspareunia". Most recent follow-up information incorporated above includes: on 3-jun-2021: mr received. Reporter information, explant date and reporter causality comment added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and autoimmune disorder ('autoimmune disorder nos') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced abdominal pain ("abdominal pain"), visual impairment ("vision problem"), gastrointestinal disorder ("gastrointestinal or digestive system condition/gi conditions"), abdominal pain upper ("stomach pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract infection ("bladder or urinary problems or changes: unspecified / urinary tract infection"), irritable bowel syndrome ("ibs"), vaginal infection ("vaginal infection"), device expulsion ("migration of essure device - location: endometrial canal/ migration of essure device - location of device : uterus") and eye disorder ("eye problem"). In december 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), cystitis ("bladder infection") and allergy to metals ("nickel allergy") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, autoimmune disorder, abdominal pain, dyspareunia, dysmenorrhoea, vaginal discharge, alopecia, visual impairment, gastrointestinal disorder, abdominal pain upper, vaginal haemorrhage, heavy menstrual bleeding, bladder disorder, urinary tract infection, irritable bowel syndrome, cystitis, vaginal infection, device expulsion, allergy to metals, eye disorder and weight decreased had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, autoimmune disorder, bladder disorder, cystitis, device expulsion, dysmenorrhoea, dyspareunia, eye disorder, gastrointestinal disorder, heavy menstrual bleeding, irritable bowel syndrome, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight decreased to be related to essure. The reporter commented: current weight: 140 lbs. Discrepancy noted as per initial case: insertion date of essure: 2012. Date(s) of removal: 23-feb-2019(discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Ultrasound scan - on an unknown date: anteverted uterus containing a displaced essure contraceptive device within the endometrial canal. Multiple fibroids are noted within the uterus. Concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal pain, irritable bowel syndrome, urinary tract infection, device expulsion and dyspareunia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-jun-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and autoimmune disorder ('autoimmune disorder nos') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), visual impairment ("vision problem"), gastrointestinal disorder ("gastrointestinal or digestive system condition/gi conditions"), abdominal pain upper ("stomach pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract infection ("bladder or urinary problems or changes: unspecified/urinary tract infection"), irritable bowel syndrome ("ibs"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), device expulsion ("migration of essure device - location: endometrial canal"), allergy to metals ("nickel allergy") and eye disorder ("eye problem") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, autoimmune disorder, abdominal pain, dyspareunia, dysmenorrhoea, vaginal discharge, alopecia, visual impairment, gastrointestinal disorder, abdominal pain upper, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract infection, irritable bowel syndrome, cystitis, vaginal infection, device expulsion, allergy to metals, eye disorder and weight decreased had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, autoimmune disorder, bladder disorder, cystitis, device expulsion, dysmenorrhoea, dyspareunia, eye disorder, gastrointestinal disorder, irritable bowel syndrome, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight decreased to be related to essure. The reporter commented: current weight: (B)(6). Discrepancy noted as per initial case: insertion date of essure: 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Ultrasound scan - on an unknown date: anteverted uterus containing a displaced essure contraceptive device within the endometrial canal. Multiple fibroids are noted within the uterus. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal pain, irritable bowel syndrome, urinary tract infection, device expulsion and dyspareunia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record. Events¿ stomach pain, abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes: unspecified); ibs (irritable bowel syndrome), bladder infection, urinary tract infection, vaginal infection, migration of essure device - location: endometrial canal; nickel allergy, eye problem and weight loss were added. Event ¿pelvic pain, autoimmune disorder, dyspareunia, dysmenorrhea, vaginal discharge, hair loss, vision problem, gastrointestinal disorder were updated to recovered/resolved. This case is medically confirmed. Reporter, demographics, lab data, essure removal date were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.